Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of weakness of facial nerve, tingling, redness, sensation of fullness, paraesthesia and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, tingling, erythema and facial nerve paralysis: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus xc in the cheeks. After the injection, patient had weakness on the left side of the face and immediate redness as well. Patient was treated with loratidine and prednisone. Patient was reviewed 5 days after the injection and swelling had improved and there was less weakness of their facial nerve. The paraesthesia of the patient's sensory nerves remained. Symptoms are ongoing with the patient having further sensations of fullness and tingling on the left side of their face.

Event description:
Additional information: symptoms have led to permanent damage. Patient has a loss of sensitivity of the nerve on the left side mandible and left upper lip.

Manufacturer narrative:
Additional information: